Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Rv pace impedance is steady and within range (409 - 520 ohms) for the 82 weeks on this s2d file. (B)(4) v-sics (short interval count) since last session 38 days ago, average of 2734 v-sic/day. No short v-v cycle episodes (<220ms period) noted on this file.

Event description:
It was reported that the right ventricular lead was oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.